Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the initial implant procedure, there was decreased pacing impedance and capture threshold noted on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of capturing problem and low lead impedance were confirmed. As received, a complete lead was returned for examination. Visual examination found the helix extended and clogged with blood/tissue. The x-ray examination found over torqued of the inner coil. Due to over torqued inner coil the lead failed the short test. The cause of the reported events was isolated to the over torque of the inner coil consistent with procedural damage. No other anomalies were noted.